Event description:
It was reported by service report that the stretcher was drifting on the foot end. The customer could not determine whether there was patient involvement or adverse consequences occurred.